Manufacturer narrative:
Battery leaking was found during service. Corrosion was found on the mechanical board and mpu board. Pump was returned unrepaired per the customers request.

Event description:
During service battery leakage was found on pump. Battery corrosion was found on mpu board and mechanical board. Baxter technician recommended customer use rechargeable batteries.